Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be update.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead indicated that they had an infection and the lead was explanted. No other adverse patient effects were reported.